Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported power issue. It was observed that battery 2 was not correctly inserted. The battery was proper inserted, and then after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the device unable to deliver a shock could not be determined.

Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. The user performed testing on the device including shocking into a test load, however, the device did not deliver the shock. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.